Event description:
Covidien received information from a customer in the USA stating that an 840 ventilator was inoperative. The device was not being used on a patient when event occurred.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory flow sensor (q1). The cse also updated the software to the latest version and performed annual preventive maintenance on the device. The device passed all test per manufacturer's specification, including extended self-test (est), short self-test (sst), and the performance verification test (pvt). Covidien reference: (B)(4).